Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a safety syringe. The customer reports upon completion of administering an injection, the safety sheath was pulled up and completely disengaged from the syringe causing a needle stick injury. The person stuck was the daughter of the patient and therefore, did not seek medical attention.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.